Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the patient having an allergic type reaction. The patient experienced dryness sensation, tingling, and burning in the mouth immediately after incorporation of the denture made from palaxpress. The patient seen a dermatologist and an allergy test was completed with a sensitivity reaction to the palaxpress material. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Event description:
Patient experienced dryness sensation, tingling and burning in the mouth immediately after incorporation of the denture made from palaxpress. Allergy testing confirmed patient is sensitive to this product.